Event description:
Ous MDR - it was reported that approximately 17 months after the implantation this lead was explanted due to oversensing with aborted shock, decreasing pacing impedance < 200 ohms and rv sensing. During the explantation procedure signs of wear and a lead damage in subclavian region were noted. This lead and the ICD were explanted and a new s-ICD system was implanted. No adverse patient events were reported.

Manufacturer narrative:
The provided data confirmed the complained decrease of the pacing impedance to <200 ohms as well as the decrease of the sensing amplitude. Furthermore the available iegms demonstrated noise on the rv channel which led to shock delivery as mentioned in the complaint text. The x-ray image showed a possible deformation of the lead in the area of the clavicle. The lead under complaint was returned and subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. Approx. 34 cm distal to the is-1 connector pin the lead body was found squeezed and deformed, the insulation was torn up in this region. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Additionally cuts in the insulation were found which most likely occurred during the extraction procedure of the lead. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.